Manufacturer narrative:
Sensor 3mh00f4te9m has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device, and was therefore unable to obtain sensor readings. The customer reported they required unspecified third-party treatment due to this issue. No further details were provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a sensor error message with the adc device, and was therefore unable to obtain sensor readings. The customer reported they required unspecified third-party treatment due to this issue. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor was properly seated and no issues were observed. Extracted data using approved software, sensor was found to be in state 5 (indicating normal termination) visual inspection was performed on the sensor plug and broken snaps were observed. Further investigation was performed and accuracy testing was performed, all results were successful. The sensor plug was properly seated and the sensor functioned properly. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification.the dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.